Event description:
It was reported that during a sleeve gastrectomy procedure, there were malformed staples. A lot of staples of the cartridge were malformed. The staples were unformed or had an l-form shape or had a b-form shape but too loose. They had to perform manual sutures to complete the procedure. There were no adverse consequences for the patient. One reload was discarded.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.